Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, nausea, difficulty breathing and rapid heart beat. Customer passed out and ambulance was called. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for five days. Customer was wearing insulin pump at the time of hospitalization. Customer did not feel well enough to troubleshoot.